Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s helium tank door broken. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit, e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.